Event description:
No patient was connected at the time of the event. Therefore, there was no risk of injury to the patient. The intended patient information is provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.the disposable kit was not returned for further analysis. A photo was provided and was sufficient in confirming the incident. The roller clamp that should have been assembled to the return saline line was placed on the return line. The customer reports that this caused a high pressure alarm during prime. At this point the incorrect placement of the sliding clamp was detected and a separate clamp was used to clamp the saline line. The disposable kit was then discarded and had never been connected to the patient. Root cause: the high pressure alarm clamp was caused by the closed clamp that was improperly located on the return line. The return saline line was not assembled per manufacturing procedures.

Event description:
The customer reported a misassembly of the roller clamp on a collect set. The roller clamp from the saline return line was placed on the return line tubing. The patient information is unavailable at this time. Patient outcome is unavailable at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.